Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this device reached end of life due to normal battery depletion. There were no allegations or complaints against the device's operation, functionality or longevity. This device is included in the low voltage capacitor (c2) advisory population. It was also noted that this right ventricular (rv) competitor lead exhibited high threshold measurements and a micro dislodgment is suspected. The rv lead stabilized and the device can be reprogrammed optimally to extend the longevity of the device. Rv lead remains in service. No adverse patient effects reported. Device explanted.